Manufacturer narrative:
Correction in section h6: remove code 3005 and add 1069.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to lab for device change near eri. During dft testing the lead exhibited a svc to rv short. The device detected this and functioned appropriately. The patient received two internal and external shocks secondary to lead issue. The lead was revised that the patient will be monitored. The patient condition is stable.

Event description:
New information notes that a dft test was attempted and was unsuccessful. Lead remains implanted. Further information noted that no more programming changes were made as the physician did not want to put the patient through another test. The patient was recovering after being administered anesthesia. On (B)(6) 2019 the lead was capped and replaced.